Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited high capture thresholds. A different position was attempted and resulted the same electrical issue. The lead was not implanted. The chronic lead remained implanted. The procedure was completed successfully without adverse consequences to the patient. The patient would continue to be monitored with routine follow up.